Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure effect: flow sensor calibration sequence is aborted and returns as unsuccessful. Ventilation cannot start or not be continued. Root cause: the ambient valve has been identified to be the faulty component. Correction: replacement of the ambient valve.

Event description:
The following was reported to hamilton medical ag: flow sensor calibration fails / leak test failed ( tightness test failed).